Event description:
Allegedly the right knee revised for tibial loosening. On revision a fracture was seen of the medial condyle of the femoral component. The bone of the medial condyle was intact. A large bone void was noted on the posterior lateral condyle. The patella component showed excessive wear to the poly on the medial side. The knee was revised to a cck type prosthesis due to excessive bone loss. High activity.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed.